Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user overestimating the carbohydrate content of their meal and choosing a meal size that was too large, resulting in an excess of insulin relative to their need.

Event description:
On 8/5/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On 8/6/2024 a beta bionics customer care agent followed up with the user about the event. The user experienced hypoglycemic event after announcing a 'usual' meal consisting of manicotti pasta, which had a slightly lower carb count than their typical dinner. While listening to music with headphones, the user missed the low glucose alerts from their ilet. As their blood glucose level dropped, they began experiencing tunnel vision and eventually lost consciousness. The user's father called ems, which took 29 minutes to arrive. In the meantime, the father administered a peanut butter and jelly sandwich, peanut butter, and a coke to raise the user's blood glucose level. The user experienced a seizure during the event. By the time ems arrived, the father had successfully revived the user, and ems ensured their stability without further intervention. The user's lowest blood glucose level during the event was 32 mg/d. The user resumed using the ilet following the incident.